Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not rewind all the way also sometimes when they replaced battery it hard to get connection of new battery. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that rainbow effect on screen of insulin pump and difficult to read at night and in the sunlight. Customer stated that they had issue with the priming of insulin at least once also rewind was louder than normal and when new pump indicated the fully rewound but actually it not rewound fully. The device will not returned for analysis.